Event description:
Device inserted in another hospital 8/93. Patient in outpatient chemo, to be connected for chemotherapy. Patient experienced pain when device irrigated with n/s, site became swollen. Dye injection x-ray revealed fractured port catheter with a portion in distant sub-clavian vein. Segment temoved in x-ray by md, no injury to patient. Inserting md notified.